Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient, who's undergone breast augmentation revision with two 350cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 16, 2022, mentor received additional information indicating that the patient was also diagnosed, along with capsular contracture, with unacceptable cosmetic appearance of their areola and had to undergo revision of the areola as well.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient had undergone implant removal and replacement surgery on (B)(6) 2022. The replacement device was a 350cc mentor memorygel breast implant (catalog: 3503501bc lot: 9645749 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.